Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer alleges pump is not delivering insulin properly. Customer reported switching to his backup pump 4 days ago due to elevated blood glucose levels and his readings returned to normal. Customer switched back to primary pump and his blood glucose level elevated again. Requested return of the alleged device for evaluation and replacement was sent.